Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. Based on the system symptom's and issue pattern, the involved customer service engineer (cse) checked the system and found that the warning message "small focus defect" was visible in the log files. In this case a warning message for a defect focal spot is also displayed to the user, then an exchange of the tube can be triggered by the customer. If one of the foci has an issue, the system automatically switches to the next larger focus after three attempts. The same applies if the user selects a different organ program. This information is available in the user manual. The cse replaced and returned the tube to manufacturer for detailed investigation. The returned x-ray tube was examined in detail. After disassembling the tube insert, the claim could be confirmed as the emitter was too close to the outer focal boundary and touched the focal head. In normal conditions, an emitter has equal distances to the boundary plates in all circumstances. If the distances are not symmetric, it is probable that the emitter extends on thermal load and then may touch the focal boundary, which can cause various issues including arcing events (inside the tube). After hardware replacement there were no further issues as described in the complaint description and the system works as intended. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.